Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report to be complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was over 30 mmol/l. The mother stated that her son was taken off the insulin pump and was treated with an insulin drip. It was stated that they noticed the cannula was bent upon the removal of the infusion set. No further information was provided.